Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure deice (vcd) ruptured during the procedure. Hemostasis was achieved through manual compression lasting less than 30 minutes. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer is mynx certified. A non-cordis sheath was utilized, with a 6fr size. The suitability of the femoral artery was verified on angiography, confirming an insertion angle of 30-45 degrees. The vessel type was arterial, with a diameter greater than or equal to 5 mm and little vessel tortuosity. The puncture site was the common femoral artery, with no presence of peripheral vascular disease or calcium nearby. The balloon lost pressure during patient use, and there were no prior pta, stent, or vascular grafts in the common femoral artery or vein. Additionally, there was no visible damage to the distal end of the sheath after removal. The device is being returned for evaluation as previously expected.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynxgrip vascular closure deice (vcd) ruptured during the procedure. Hemostasis was achieved through manual compression lasting less than 30 minutes. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer is mynx certified. A non-cordis sheath was utilized, with a 6fr size. The suitability of the femoral artery was verified on angiography, confirming an insertion angle of 30-45 degrees. The vessel type was arterial, with a diameter greater than or equal to 5 mm and little vessel tortuosity. The puncture site was the common femoral artery, with no presence of peripheral vascular disease or calcium nearby. The balloon lost pressure during patient use, and there were no prior pta, stent, or vascular grafts in the common femoral artery or vein. Additionally, there was no visible damage to the distal end of the sheath after removal. A non- sterile ¿mynxgrip tm vascular closure device 6/7f¿ was returned inside of a clear plastic bag. The unit was inspected observing that the shuttle is engaged to the black handle. The stopcock is set in the open position. The sealant is in the manufacturing position. The syringe is connected to the luer hub of the stopcock. No other outstanding details were observed. Inflation/deflation test was performed by injecting water into the returned device to ensure the balloon functionality, according to the instructions for use (IFU). The results revealed a leak in the balloon caused by a rupture. The balloon was inspected using a vision system to obtain a magnified image. The rupture of the balloon was confirmed. The failure reported by the customer as ¿balloon~balloon loss of pressure¿ was confirmed. The balloon does not inflate as expected due to an observed leakage caused by a rupture. This condition does not allow it to maintain the pressure. Exact cause of the observed conditions could not be conclusively determined during the analysis. Procedural factors and handling process may have contributed to the failure as reported. Access site vessel characteristics and/or concomitant device factors are likely since vessel characteristics at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.